Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in a loss of suction. There was no patient involvement.